Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead healthcare professionals evaluation of diagnostic images determined that (B)(4) is not supported.

Event description:
On (B)(6) 2017 patltr: additional information was received from the patient reporting that their weight at the time of the event was (B)(6)., and that they required surgery on l3-l4 discs not related to the ins or lead. (B)(6) 2017: additional information was received from the health care professional (hcp) reporting that the diagnostic imagining had shown that leads had not moved and that pt.'s weight was (B)(6).

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spi nal pain. It was reported that the patient will be meeting a manufacturer representative (rep) next week because they fell down the stairs (B)(6) and then about a week and a half later fell and then fell again. The patient fell three times in ten days. The patient stated the healthcare professional (hcp) was concerned the leads may have moved. The patient stated they had xray and cat scan and will be meeting with the hcp again on wednesday. The patient reported their back was bothering them. The patient stated the pain level was at a 25-30. No further complications were reported/expected.